Event description:
It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an unspecified transvaginal synthetic mesh system to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that "within months after the initial implant procedure," the plaintiff experienced complications "requiring additional medical care and surgical intervention." The plaintiff's attorney also alleged that the plaintiff "suffered debilitating injuries from the synthetic mesh, including mesh erosion, hardening, chronic pain and worsening urination" "has suffered and will continue to suffer mental anguish," "emotional distress" "severe and permanent pain, suffering, disability," erosion and scarring.

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.